Event description:
It was reported that the ventricular lead exhibited noise and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis revealed that the proximal insulation was abraded between 10.8 cm and 11.0 cm from the connector pin. This damage is consistent with that caused by friction to another implantable device. The abrasion could cause a short circuit between the proximal coil and the device can resulting in noise.

Manufacturer narrative:
No medwatch form was received device evaluation anticipated but not yet begun.